Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2020, the lgn hk fem assembly sz 7 lt broke and the screw of the legion hk gd motion isrt 13mm sz 6-7 lt loosened. This was treated by a revision surgery on 19-jun-2023, in which the lgn hk fem assembly sz 7 lt and the legion hk gd motion isrt 13mm sz 6-7 lt were explanted. Current health status of patient is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the associated devices were returned and evaluated. A visual inspection of the returned device reveals the link sub assembly that holds several other components fractured off the insert portion of the device. All pieces of the device were returned. The insert portion reveals signs of significant wear, discoloration, scratches and gouges. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. The clinical/medical evaluation concluded that per complaint details, a revision was performed in a patient with good bone quality approximately 3 years post hk implantation due to breakage of the femoral assembly with loosened insert screw. Reportedly, the patient current health status is good. Provided details surrounding the implantation, reported adverse event, and revision are limited; therefore, no clinical factors could be definitively concluded to have contributed to the event. The patient impact beyond the reported breakage and subsequent revision cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. Also, revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. According with inspection drawing, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) shall be controlled. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Corrected data: d9,h3 (device returned for analysis).